Event description:
A pt was implanted with a pfna ii nail on an unk date. F/u x-rays showed the nail had broken through the distal locking hole. Removal of the nail is unk. This report ID #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed w/o a lot number.